Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. This event occurred 35 times. The following information was provided by the initial reporter: "syringes are all block and medicines can't go through it."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1340735. The review revealed there was documentation for this type of defect during the production run of needle supplier lot number 1214992 which is one of the lot used in the manufacturing of the final lot 1340735 had clogged needles issue due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with the device history record review analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. This event occurred 35 times. The following information was provided by the initial reporter: "syringes are all block and medicines can't go through it."